Manufacturer narrative:
No product was returned, nor is expected, therefore; no failure investigation could be performed. The root cause of the customer's experience was not identified the date of the event was not provided. Although requested, patient's demographics was not provided. Report _ 6 of 13.

Event description:
It was reported that multiple pump modules have being alarming with "channel errors". The pumps are being sent from the nursing units to the biomedical engineering department where it is found that the alarms are for channel error 240.4150.0. This seems to happen to the pumps with old pressure sensors. There was no specific patient event information provided.